Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion of the scope mount, corrosion of the electrical contact, and the main body was immersed in water (lens). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there were not any faulty sections, which were considered as contributing to the occurrence of the events. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device